Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to the error code e333 being visible in the error log twice within the last month. The touch panel unit had failed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during preparation for use, the video system center displayed an e333 touch panel error code at least three times, and although the error code had cleared, the user had to do two restarts. There was no delay or cancellation of the procedure. There were no reports of patient or user harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon "error code e333" was the faulty touch panel unit. Olympus will continue to monitor field performance for this device.